Event description:
A pt was treated with cosmoplast in the fine lines and lips and juvederm ultra plus in the nasolabial folds and marionette lines about one month prior. About two weeks after treatment with cosmoplast, the pt presented with mild red streaks and a red crescent at the bottom of the nasolabial folds where both products were placed. No treatment has been given. The pt feels the wrinkle looks worst where the cosmoplast was treated. Follow-up with the physician noted that after the juvederm ultra plus treatment, the pt had presented with a lump on the left side of the lips. Two months after the cosmoplast treatment, the pt presented with indents in the marionette lines. After further follow-up with the physician, it was stated that this is an "unusual event" and was not due to product migration or lumping of product. The physician also noted the indents are literally indented into the patient's face. This is the same event and the same pt reported under MDR ID# 3005113652-2008-00063. This second MDR is being submitted for the second suspect product.

Manufacturer narrative:
Quality assurance has reviewed the device history records for this lot from finished product packaging to the mesh batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, no deviations were noted. Based on the review of the device history records, we find no assignable cause for this complaint.